Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation / investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation / investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy with bilateral salpingo-oophorectomy procedure, when the surgeon changed the esg-400 electrosurgical generator's settings to 35w spray coagulation mode to use with monopolar scissors, the generator allegedly spontaneously switched to 120w causing an electric arc that resulted in hemorrhage of the iliac artery. The procedure was then converted to open surgery and the operation time was prolonged by one hour. Following the incident, the patient was transferred to the intensive care unit and was hospitalized for eight days of post-operative observation. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. However, a periodic safety check (psc) was performed with the generator, where all tested parameters were found to be within specification. No abnormality, defect, failure or malfunction could be determined. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be conclusively determined. However, since the generator was evaluated as in standard, this event/incident can in all likelihood be attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.